Manufacturer narrative:
The patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a ureteroscopy procedure performed in the kidney on (B)(6) 2018. According to the complainant, during procedure, the basket broke. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be "stable".